Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a bruise on her chest. The patient's nurse adjusted the garment, so it was no longer sitting on the bruise. Follow up indicated that the bruise improved. It's unclear if the bruise was from the lifevest, reporting out of an abundance of caution.